Manufacturer narrative:
Physio-control evaluated the device. Performance and functional tests were performed. An intermittent failure was observed which caused the device to display a flat ECG trace when using paddles monitoring. The main pcb assembly was replaced and proper operation was subsequently observed. The root cause ot the reported malfunction was determined to be an intermittent transformer on the main pcb assembly. The customer has reported that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate and successful use of pt cables for ECG monitoring. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Paramedics used the unit to monitor a pt's ECG using the paddles. A flat ECG trace was allegedly displayed. Pt cable leads were subsequently used and ventricular fibrillation was observed. Countershock and external pacing therapy was administered. The pt was not resuscitated.